Event description:
The pt was implanted with a condylar plate for distal femur fracture on (B)(6) 2012. The pt was reportedly non-compliant and ambulated. As a result the plate protruded through the skin and the wound became infected. The pt was returned to operating room for removal of hardware and revision to an external fixator and antibiotic beads. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.